Manufacturer narrative:
The reported complaint that the autopulse nxt platform (sn (B)(6) did not allow the nxt band to connect was confirmed during functional testing. The root cause was identified as the spring plunger moving out of its intended position in the band slot, causing it to no longer be flush with the spool shaft. A functional test could not be conducted initially because the nxt band pin could not be attached to the right-side band slot, confirming the reported complaint. The spring plunger on the right-side band slot had moved out of position, preventing the band pin from securely locking into place in the spool slot. After reseating the spring plunger flush to the spool slot, the band pin could be securely attached to the platform as intended. The autopulse nxt platform was then tested using the medium resuscitation test fixture (mrtf) with known-good nxt batteries until discharged, without any faults or errors. Following service, the autopulse nxt platform passed all testing criteria.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released the autopulse nxt platform in the complaint was returned to zoll on 31 october 2024 for evaluation. However, the investigation is still in progress. A follow-up report will be filed when the investigation has been completed.

Event description:
The loaner autopulse nxt platform (sn 00542) does not allow the band to be connected to the platform. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.